Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported malfunction. The se reseated the boards in the card cage and the graphic user interface cable. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, when a 980 ventilator was powered on the ventilator went into an inoperative state. The ventilator was not connected to a patient when the malfunction occurred.